Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: rpm's changed from 9600 to 8990specific component(s) involved: external controller malfunctionadditional text: rpm's set at 9600 but changed spontaneously to 8990other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: